Manufacturer narrative:
(B)(4). Physio-control evaluated the loaner device and verified the reported issue. Physio observed that the device¿s on/off button was not responsive when pressed. Physio then replaced the device¿s main keypad assembly and after observing proper device operation through functional and performance testing the unit was placed back into the loaner inventory for use.

Event description:
Physio-control was performing a preventive maintenance (pm) inspection of a physio-control loaner device when it was observed that it would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
Physio-control was performing a preventive maintenance (pm) inspection of a physio-control loaner device when it was observed that it would not power on when prompted. There was no patient use associated with the reported event.